Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low sodium (na) results for five (5) pt samples on their unicel dxc 600 pro synchron chemistry analyzer. The erroneous pt sample results were not reported outside of the laboratory. There was no impact to pt treatment associated with this event. The customer assayed the pt samples for na on another analyzer which yielded expected higher results. Quality control results for na were recovering within the laboratory's established ranges prior to the event. Following the event, quality control results for na were recovering low. The customer recalibrated the na assay and reassayed the quality controls which yielded results within the laboratory's established ranges.

Manufacturer narrative:
A field service engineer (fse) telephoned the customer. The customer informed the fse that bleach is use din the twice weekly maintenance procedure. The fse advised the customer to run serum samples after performing the twice weekly maintenance procedure and to recalibrate the na assay more frequently. The customer reported that after following the fse's recommendation, the low na bias initially observed had been corrected following recalibration of the assay. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.